Event description:
Bayer essure permanent birth control device discovered to be defective right out of the box. Essure representative a.b. Present and confirmed defective device. Another essure device was utilized. Diagnosis or reason for use: elective sterilization. Event reappeared after reintroduction: yes.